Event description:
It was reported that there was noise on the right atrial (ra) lead and right ventricular (rv) lead channels of this pacemaker system. The noise was reproducible with movement testing in clinic. It was noted that there was oversensing of the noise on the atrial channel which resulted in an inappropriate stored atrial tachy response (atr) episode. It was suspected that the ra lead had damage to the insulation. Technical services (ts) advised revision of both leads. The rv lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.